Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for non-malignant pain. The patient rep reported that the patient was currently in the hospital due to an infection in their leg. The patient rep stated they believe the patient might be experiencing baclofen withdrawal due to the medical professionals hesitant to increase the pump medication due to concerns of infection. The patient rep mentioned the patient was supposed to be going to a bariatric chamber in september to heal their cuts, but they were told they could not have that much liquid so they needed to reduce the medication from 0.8 to 0.28. The patient rep noted the patient came out of it completely out of it and thought it was 1983 and did not know who the president was. The patient rep also mentioned the healthcare provider might have increased saline to keep it at the appropriate level. The patient rep clarified the patient was happy with the pump but dissatisfied with the healthcare provider (hcp) managing the pump. When asked for an event date, the patient rep stated about 2 years ago in september the patient has had these incidents this most common occurrence happened on monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.